Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a remstar auto a-flex. The patient alleges black particles are blowing from the device. The patient also alleges dry mouth after using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.